Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer cleared the alarm. The console is currently functioning as intended. Therefore, service was not required to be performed by zoll.

Event description:
The customer reported the solex catheter (lot 184788) drew blood after approx. 24 hours and thermogard xp ivtm system (sn (B)(6) ) gave an alarm. The catheter was removed, and a new catheter was inserted. The saline bag was replaced, and therapy was then continued with another console. The patient is male and weighs 70 kg. The catheter was inserted into the left femoral vein smoothly on the first attempt. No impact or consequence to the patient.